Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The fse confirmed the error on the error log and was able to reproduce the issue when attempting to prime the bf wash. Error message 2240 bf probe 2 purge failure also appeared. The fse verified and adjusted the wash probe sensitivity for wash probes 1 and 2. However, the issue continued between probes 1 and 2 and at times, simultaneously. The fse verified the tubing for leaks and kinks; none were observed. The fse observed the wash syringe was taking in air bubbles from the main wash, flowing to bf wash probes 1 and 2. The fse tightened the tube and seating connections between the wash container and wash syringe, which resolved the issue. Air bubbles no longer appeared. And no further error messages. Instrument validation was performed and completed. The aia-900 analyzer returned to operation. No further action required by field service. The aia-900 instrument, serial number (B)(4), was installed at the account on 24apr2019. A complaint history review and service history review for similar complaints was performed from 24apr2019 to aware date (B)(6) 2019. No other similar complaints were identified during the search period. The aia-360 operator's manual states the following: [2239] bf probe 1 purge failure cause: the overflow sensor 1 s132 failed to detect liquid after the washer was discharged. Action: it is conceivable that air has entered the washer tube. Prime the tube and bleed off the air. Check the remaining quality of washer, check to see if there is air in the washer tube, and check s132, the discharge solenoid valve sv150, and the washer tube. [2240] bf probe 2 purge failure cause: the overflow sensor 2 s133 failed to detect liquid after the washer was discharged. Action: it is conceivable that air has entered the washer tube. Prime the tube and bleed off the air. Check the remaining quality of washer, check to see if there is air in the washer tube, and check s133, the discharge solenoid valve sv151, and the washer tube. The most probable cause of the reported issue is attributed to loose connections of the tube and seating.

Event description:
A customer reported receiving error message 2239 bf probe 1 purge failure while operating on the aia-900 analyzer. Technical support instructed the customer to verify the tubing; it was not kinked and attached. There was no evidence of fluid on the floor of the analyzer. The customer also verified the probe tip was on, the wash solution was full, and no tubing under the cap. Technical support then instructed the customer to run alcohol through the wash wells with a prime, but the error persisted. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of intact parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Manufacturer narrative:
Correction of "the aia-360 operator's manual states the following:" to the aia-900 operator's manual states the following:.